Event description:
It was reported that the downstream occlusion sensor seal was bubbled. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The downstream occlusion sensor seal was bubbled. Multiple high alarm acknowledged: air in-line detected found in event log. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor seal and air detector.